Event description:
The patient claimed that the buttons required several presses to activate the desired pump functions. The patient does not recall which exact buttons. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The following was found with the subject pump: all keypad buttons are responding intermittently. Product analysis removed the keypad and found adhesive under the contacts. They also noted the pump was cracked at battery compartment threads and below gripper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.